Event description:
It was reported that the caller experienced an error indicated as cgm error 42 with their system. The error was related to the g7 sensor, but there was no adverse impact on the customer's blood glucose level after corrective measures were taken. Technical support provided assistance with a complete pump reset, which resolved the issue and led to the successful start of a new sensor session.